Manufacturer narrative:
Continuation of d10: product ID: wr9220, serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6), h3: analysis of the recharger wr9220 wireless perficio insr (s/n: (B)(6)) revealed the leds scrolled continuously, the device was unresponsive, and the flash sector read/write protection bits had become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that a week and three days ago the patient's recharger did not work. The patient unplugged it for three days because they had house guests, and when they plugged it back in, the battery light continually went up and down. When they pressed the [power] button, nothing happened. Additional information was received from the patient on (B)(6) 2025. The patient called back and stated they received the recharger replacement and the green lights were all on but when powering on the patient saw a red light and error tone. The patient did not use the handset or communicator. The patient was advised that the recharger needed to be paired to the handset one time. The patient would charge up the handset and call back. Additional information was received from the patient on (B)(6) 2025. They reported that the cause of seeing a red light and hearing error tones was unknown to the patient and no likely cause was given. When asked the steps taken, the patient noted "they send a new unit" and that the issue was resolved.